Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened act and down button dome switch no button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with minor scratched lcd window and cracked reservoir tube lip. No unexpected rewind anomalies noted. No unexpected rainbow effect noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button of insulin pump had to be pressed more than once. The customer blood glucose level was unknown. Customer also stated that few scratches on the screen of insulin pump and they occasionally will see rainbow effect. Customer stated that the motor was slower and during the rewind the motor was sound. The device will not be returned for analysis.